Event description:
Same case as MDR ID 2134265-2013-09805. It was reported that balloon detachment occurred. There were two charger pta balloon dilation catheters selected to dilate the lesion. However the balloons of the two devices peeled off the wire during the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).